Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. D4: batch # y7010e. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the packaging unopened was returned along with the instrument. The device was tested for functionality. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining twenty (20) clip as intended. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review: a manufacturing record evaluation was performed for the finished device batch y7010e number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2025. D4: batch # unk . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: how many days postoperative was the bleeding identified? After 1 day from the surgical procedure what was the total estimated blood loss (ml)? Not available data. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? Not available data. Did the patient receive any preoperative chemotherapy or radiation? No. What was the shape of the clip? Legs not aligned at the clips' closure. Any clips, clamps, or graspers near the area where the device was being fired? Yes. What was the actual injury? Not available data. Were clips used on the cystic artery? Yes. Were clips used on the cystic duct? Yes. How many clips on each duct and artery? 3 for each one. Any unusual noises while firing? Not available data. Any difficulty in firing the clip appliers? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a cholecystectomy, the patient returned to the hospital due to suspected bleeding and, following an endoscopic examination, the surgeon intervened due to evident blood leaks caused by the failure to close the hemostatic clips (er320) correctly, leading the patient to require subsequent application of bile duct stents in another operation.